Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "internal mech not functioning ". This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred during biomed testing. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). After further investigation, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "internal mesh not functioning" was not confirmed by baxter personnel during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.